Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, a broken battery tube threads and a broken belt clip slot.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that she does not have a back-up plan. Customer also stated that the drive support cap is sticking out, and that she did not press the cap while she was connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.